Event description:
This event involved a patient 15 months post heartware lvad implantation who experienced connection issues. During routine check up, the patient reported that two weeks ago, he heard a loud sound from his controller and looked down noting a red alarm situation. The screen/lights then went blank and very quickly rebooted again. All of this happened without him touching the controller/power sources. This patient has had a history of multiple occurrences of change of power source in the controller earlier than expected. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.

Manufacturer narrative:
The devices were exchanged without incident and there was no reported patient injury. Five batteries were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The five batteries passed visual examination and functional testing; the devices performed per specification. A review of the controller log files confirmed a controller power-up and motor start event on (B)(6) 2014, correlating the reported event. Analysis of the controller logs could not confirm the reported power switching. While specialized battery testing greatly improves the chances of detecting a cell pair, the test is not infallible. Based on the analysis and investigations performed, while considering that these batteries were manufactured prior to additional screening procedures, the most likely root cause of the event is a faulty cell pair.

Manufacturer narrative:
The device have been received and evaluation still ongoing. Additional information will be submitted within thirty (30) days of completion of the investigation.